Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was scheduled for a pocket revision on (B)(6) 2016. It was unknown why the patient was having a pocket revision. There were no patient symptoms reported. It had been scheduled for some time but the manufacturer representative just saw that it was a revision.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received from the manufacturer¿s representative reported that the reason for the revision (performed on (B)(6) 2016) was there was pain at the pocket site from the ins moving around as the patient had lost weight. The patient was using 3 electrodes on each program but group impedances were not available. An impedance check was performed on (B)(6) 2016 and all electrodes were >10,000 ohms with some >20,000 ohms, and >30, 000 ohms. It was also noted that the lead might have pulled loose (x-ray was recommended). The representative mentioned that there were no previous impedance records to compare to the current issue. The patient felt the stimulation and got good pain relief from their implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.